Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-paced t wave oversensing was observed on the real-time egm. The patient was asymptomatic. Programming changes were made successfully. Device remains implanted.